Event description:
The doctor was implanting a vena tech vena cava filter via the right femoral approach. The doctor improperly oriented the syringe, causing the filter to be implanted upside down. A second filter was placed below the first. The pt suffered no adverse effects as a result of this occurrence.